Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument exhibited melting of the tip. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
The instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. Common causes of the failure mode thermal damage between grips instrument bipolar yaw pulley are attributed to insulation degradation and carbonized tissue creating a conductive path. Intuitive followed up and obtained additional information. Customer was unable to confirm arcing. There was no patient injury. There was no video recording for review.

Event description:
Refer to h11 for follow-up information.